Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "lots of encapsulation", baker grade unknown.

Event description:
Patient reported "pain, scar tissue, structural problems, lots of encapsulation [baker grade unknown], pulling in peck and scapula, inflammation, something wasn't right, implants looked cloudy and a bilateral implant removal of textured devices due to the patients concerns with the product". This record is for the right side. The device was explanted.